Manufacturer narrative:
The device history records for the hdf-3500 device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The hdf-3500 passed ¿out qat from heartsine technologies on the 5th april 2017. Upon receipt, the device could not be powered on and the +ve terminal pogo pin was found to have failed. A closer inspection revealed that the spring of the pogo pin had failed, which had prevented the pin from springing back fully into position. The failed pogo pin spring had resulted in an intermittent connection from the device to the pad-pak, resulting in the inability to power on the device upon receipt. It had also caused voltage fluctuations throughout the device memory and the multiple low battery fails, beginning on the (B)(6) 2018. The user would have been alerted with a ¿warning, low battery¿ prompt alongside a flashing red status led, as per the reported fault. The faults could not be replicated with a new +ve terminal pogo pin. This would confirm the failed pogo pin had caused the intermittent connection from the device to the pad-pak. It is the policy of heartsine not to refurbish devices which have been returned from the field after investigation, therefore this device shall be retained and replaced with a new hdf-3500.

Event description:
There was no patient involved in this event. A low battery prompt was heard and a faulty pogo pin was detected.